Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 02-apr-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met all the acceptance criteria found in q04.01.003 rev an, appendix 1 - product complaint level 2 and level 3 investigation procedure, except for points outside total allowable error (ea) for ionized calcium (ica) in whole blood (wb). A deficiency has been identified for this issue which will be investigated in quality record (qr) (B)(4).

Event description:
Na.

Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result of 40% on a patient presented with acute vomiting, loose bowel movements, covid-like symptoms. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested hct hgb sample I-stat on (B)(6) 2024 1135 1135 40% 13.6 g/dl a lab on (B)(6) 2024 1135 2009 28.1% 8.6 g/dl b at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.